Event description:
It was reported coupling and or communication issues. The pt indicated that her implant was moving around a lot. Pt's hcp requested pt to check with company rep to consult about the possibility of moving the implant. The pt was able to get 6 shaded coupling bars. Pt was not able to adjust stimulation. Pt was not able to make an adjustment with the antenna attached. Pt stated a wet, dropped, or crushed unit. Pt said she got the antenna wet. Antenna was found to be damaged and needed spacers. Antenna was replaced. It was later reported pt experienced a shocking or jolting sensation on the left side of her body. Pt noted her device was perfect until shocking or jolting occurred. Pt stated she was in the garden, normal bending and then walked from kitchen into living room and felt a jolt/burn. Pt turned off her device immediately but the burning pain did not stop. The pt noted extreme pain. The pt saw swelling on her back at the lead/electrode site. The pt stated the lead was protruding from her back and she could feel it with her hand. The pt felt burning from the ins site through the entire lead. Pt went to urgent care and the doctor could feel heat from the device topically and saw swelling. The urgent care physician directed the pt to go to the emergency room (ER). The swelling and burning diminished over time after the device was turned off. Pt stated her osteopath physician who had seen pt weekly stated she never felt the leads before then, felt the hot battery and heat along the entire left side. The pt had an x-ray at the ER. The pt was sent home with pain medications and advised to see her primary doctor. The pt was still feeling shocking pain with the device turned off. It was noted an overstimulation sensation. The pt was at home. Pt had an appt with her physician and physician indicated that the x-ray looked fine. The doctor prescribed keflex to treat a possible infection. The pt indicated that the keflex had not improved her symptoms. The pt was to f/u with her physician. It was also reported a possible problem with the implantable neuro stimulator (ins) was reviewed/suspected/alleged. The pt stated that her battery was moving in the pocket since implant. Pt noted recharging problems due to the device moving in the pocket. She was having on-going telemetry issues and it was taking over 6 hrs to charge at times. The pt indicated the physician planned to go forward with a revision. It was further reported pt complained of burning pain from the device at the lead-extension connection location since an encounter with an electro magnetic interference (emi). The pt was seen at physician's office and company rep confirmed pt's battery was ok. The pt would like to have the battery explanted and a new battery implanted. The pt had a pocket revision done. Pt stated her neuro stimulator was re-anchored in the pocket and that one of her lead wires was changed out. The pt indicated she was sore from surgery and had decreased energy. Pt was concerned about using ice over her incision to reduce soreness and indicated swelling few days after revision surgery over the battery location. Company rep later confirmed that nothing was replaced and a pocket revision was done. The lead was disconnected and impedance on leads were ok. Reconnected leads to battery and rechecked impedance. Company rep noted everything was still ok. Pt was seen a week later after revision for reprogramming and she was "good". Pt got good stimulation in her buttocks and down her legs. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).